Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2020. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On (B)(6) 2019, the patient experienced chest pain ("chest pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhoea") and arthralgia ("joint pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopy: bilateral salpingectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, chest pain, weight increased, dysmenorrhoea and arthralgia outcome was unknown. The reporter considered arthralgia, chest pain, dysmenorrhoea, pelvic pain and weight increased to be related to essure. The reporter commented: normal cardiac investigations. Dysmenorrhoea started the month after essure insertion. Significant improvement of the events after surgery. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: normal. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 26-mar-2020. This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On (B)(6) 2019, the patient experienced chest pain ("chest pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhoea") and arthralgia ("joint pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopy: bilateral salpingectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, chest pain, weight increased, dysmenorrhoea and arthralgia outcome was unknown. The reporter considered arthralgia, chest pain, dysmenorrhoea, pelvic pain and weight increased to be related to essure. The reporter commented: normal cardiac investigations. Dysmenorrhoea started the month after essure insertion. Significant improvement of the events after surgery. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan on an unknown date: normal. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.